Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing on the atrial channel. A revision procedure was performed and this atrial lead was surgically abandoned and replaced. The patient underwent another revision procedure unrelated to this issue five years later. Attempts to explant this lead were unsuccessful as the insulation tore away from the lead when the stylet was inserted. No additional adverse patient effects were reported.